Event description:
Patient with end stage bronchial carcinoma with stenosis underwent a therapeutic placement of an ultraflex tracheobronchial metal stent. The stent was positioned and deployed without issue. As the patient awoke from the procedure, she went into cardiopulmonary arrest. The clinicians were not able to perform an intubation. The clinician elected to remove the newly placed stent. The patient was without respiration for approximately 10 minutes as they removed the stent. The patient did resume spontaneous respiration 'a few minutes' after the stent was removed. The patient was in a coma for approximately 2 days. The physician indicated the main problem in the case was not the stent but the time to remove the stent out of the patient. Patient expired 2 days later.